Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an olympus single-use sphincterotome knife wire fractured during a therapeutic endoscopic retrograde cholangiopancreatography procedure. According to the initial reporter, this failure occurred while the device was inside the patient and the patient was under sedation. Reportedly, the procedure was completed using a back-up olympus device with no patient injuries or adverse effects.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4 , h6 and h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the similar investigation result in the past, a likely mechanism causing the breakage and detachment of the cutting wire might be the following: 1) the device was energized in one of these following situations. (A) the cutting wire is in point contact with tissue. Or they were being close to each other. (B) the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. 4) the cutting wire was broken and fell off due to contact the metal part of the forceps elevator when extracting the device from the endoscope. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No addtional information recevied from customer.